Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. A review of all batch record documents was conducted for potentially associated lot numbers h13j02019, h14a15026 and h14c05080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy bag and abdominal pain. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. Treatment for peritonitis was unknown. Four days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.